Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, the most likely root cause of the reported event can be attributed to inappropriate positioning of the pump. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was hospitalized. The left ventricular assist device (vad) inflow cannula position was causing obstruction by papillary muscle and the vad exhibited an unspecified malfunction. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q4 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.